Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that her daughter was in the hospital twice in (B)(6) 2016 for high blood glucose. The customer's blood glucose reading was 553 mg/dl at the time of incident. Troubleshooting found that the customer was also in the hospital in (B)(6) 2016 for high blood glucose and diabetic ketoacidosis. The mother was advised to have the daughter call back for further troubleshooting.